Manufacturer narrative:
H3: the catheter was returned and analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. This finding did not impact the performance of the device in the lab. Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml at .0481 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was not getting pain relief after several increases in daily dosage by the managing physician. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done on (B)(6) 2021 and the physician stated that he observed dye coming out around the area where the catheter entered the intrathecal space. The patient was then taken to surgery on (B)(6) 2021; the pocket was opened; and a dye study was performed. The hcp was able to aspirate, however, had some difficulty pushing dye through. The hcp was able to push and found no leaks present on x-ray. The hcp cut the spinal section of the catheter just beyond the pump connector and was able to observe good csf (cerebrospinal fluid) flow, so replaced the pump segment of the catheter. The hcp was then able to aspirate but did not push any more dye through as the physician was not comfortable pushing more dye into the patient. It was unknown if the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.